Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was admitted to the hospital due to a pocket infection. The patient was discharged after two days. It was further reported that the patient was monitored more frequently and the infection continued. The device was removed and replaced. O further patient complications have been reported as a result of this event.